Event description:
The plaintiff's attorney alleged that the patient experienced a sudden cardiac arrest and died within 24 hours, which is alleged to have been caused by the patient's exposure to the product administered during dialysis treatment.

Manufacturer narrative:
Which could be same or next day of event date. The same day is represented. Additional information has been requested and will be submitted upon receipt accordingly. This is one of two device reports associated with this event.